Event description:
It was reported that while they were intubating a patient the product was really sticky on the surface. The user could not remove the tube after intubation (no lubricant). "Aqua seemed to be rejected by the spindle and did not swim into the intubation tube at all when I tried it out of curiosity with an unused spindle and tube." No patient injury or adverse affects were reported.

Manufacturer narrative:
D4: UDI section is unknown, no information has been provided to date. G5: 510k is blank, device is exempt. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.